Manufacturer narrative:
The reported customer complaint of no video image was not confirmed through evaluation of the device. Evaluation findings were listed as: hole in # 1 remote control button cover; passed dry leak test; passed wet leak test; air/ water socket o-ring chipped. The device was refurbished, cleaned, and disinfected, and angle adjustments made. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A customer reported no video image involving pentax medical video gastroscope model eg29-i10, serial number (B)(4). The customer stated no picture. There was no report of patient injury, delay in procedure or an event that required medical intervention.